Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported a non-integration explant for the patient on (b)(64) 2016. It was clarified by the rep that non-integration means a device was removed for a non-specified reason. There was no additional information related to this event. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.